Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a lens from a preloaded system, model pcb00, was scratched when the lens was inserted into the eye. The surgeon removed the lens and there was no incision enlargement or vitrectomy. No problems with the patient were reported. No additional information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) within the preloaded delivery system was received at the manufacturing site for investigation. The lens was in the cavity of the preloaded tray covered with tape serving as a lid. The plunger component of the delivery system was observed in the advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection at 10x microscope magnification was performed where viscoelastic (ovd) residue was detected in the optic zone (anterior and posterior sides). The lens of the preloaded system was observed scratched and the customer's reported complaint issue of lens scratched was verified. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing production order was evaluated and the devices were manufactured within specifications. The units were released according to specification. The review identified no non conformances reports that were related to the customer's reported complaint. A search on complaints revealed no other complaints for this production order number have been received. Labeling review: the directions for use (dfu) was reviewed and adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.